Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was silicone, septum material found inside of the a is-1 set screw hex cavities. This material prevented full insertion of the torque driver into the hex cavities. It was also noted that the a is-1 bi septa were found to be damaged.

Event description:
It was reported that during an atrial lead revision, setscrew issue was observed. The device was explanted and replaced. Patient was fine following the procedure.